Event description:
It was reported piccline insitu for IV antibiotics in the community. Piccline was leaking a very minor amount 08.11.25 - 12.11.25. On 13.11.25 leaking a significant amount. Stopped use of line on 13.11.25. Consent gained from consultant for removal. Removal booked for (B)(6) 2025. On removal 21 cm of the piccline was not able to be removed. Patient is currently an inpatient for a plan of removal. Patient sent to a&e department for further investigations. Per customer report the patient is presently an inpatient within the hospital and has been since late thurs 13/11. The catheter has not yet been removed and a new catheter has not been inserted to their knowledge. Additional information 11/24/2025: patient has confirmed the entire piccline was removed (in 2 pieces). No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.